Event description:
Ous MDR - after an implantation period of about 91 months it was reported that the patient arrived for routine follow up and the device indicated eri. On the previous follow up a year ago the battery indications was reportedly good with a longevity estimation of 3 years and 4 months. No adverse patient side effects have been reported, no indication this device was explanted was provided. The device has not been returned. Should additional information be provided, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data have been analysed thoroughly. However, only documented follow-up data from the clinic were provided for an analysis confirming the clinical observation. Based on the available data the root cause for the clinical observation was not determinable. It was reported that the pacemaker had been explanted. For a more detailed analysis the device return is necessary or at least a programmer / pacemaker dump would be essential for further analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.